Event description:
Peri-implantitis was reported. Patient came with lose prosthesis, on clinical examination implants itself appeared loose and radiograph showed bone loss around implants, prosthesis along with failed implants were retrieved under local anesthesia. Tooth sites # 36-37 symptoms as a result of the event: inflammation

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) number is k101880.